Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the balloon failed to deflate enough to be removed through the guide sheath. The device and the sheath were then removed at the same time through the arterial puncture site. The device was then discarded.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However upon deflation, the balloon failed to completely deflate. There were no patient complications reported.